Event description:
It was reported that 15 hours after intra-aortic balloon (iab) insertion on a cardiogenic shock patient there was an "auto-fill failure" alarm generated. Some blood was also noted in the tubing. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. One kink was observed on the catheter tubing approximately 63.8cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and five leaks were detected on the membrane approximately (2) 19.8cm, 8.3cm and (2) 21.8cm from the rear seal measuring (3) 0.064cm and (2) 0.089cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. The evaluation confirmed the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that 15 hours after intra-aortic balloon (iab) insertion on a cardiogenic shock patient there was an "auto-fill failure" alarm generated. Some blood was also noted in the tubing. There was no reported injury to the patient.